Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedances on one of the leads in the thoracic area. The explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.